Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that hemolysis occurred after using bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: laboratory reports hemolysis of materials sent and also fibrin promotion in them. Teams reported that when collection is performed with a bd tube, hemolysis occurs even before the laboratory collects the sample. A test was performed with 3 individuals, where 1 bd tube and 1 other brand tube were used for each person. The collections were made by different professionals and respecting the same technique of collection and storage of the tube. In all samples, the bd tube had hemolysis and the serum was gelatinous, whereas the samples of the other brand tube the serum was separated without hemolysis and without any alteration.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that hemolysis occurred after using bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: laboratory reports hemolysis of materials sent and also fibrin promotion in them. Teams reported that when collection is performed with a bd tube, hemolysis occurs even before the laboratory collects the sample. A test was performed with 3 individuals, where 1 bd tube and 1 other brand tube were used for each person. The collections were made by different professionals and respecting the same technique of collection and storage of the tube. In all samples, the bd tube had hemolysis and the serum was gelatinous, whereas the samples of the other brand tube the serum was separated without hemolysis and without any alteration.